Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff was receiving consistent drain failure and purge failure alarms for the last 12 hours, and there was clear condensation collecting near the iabp itself. There is no evidence of blood in the tubing. As a result, the iabp was exchanged. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp condensation build up in pneumatics is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff was receiving consistent drain failure and purge failure alarms for the last 12 hours, and there was clear condensation collecting near the iabp itself. There is no evidence of blood in the tubing. As a result, the iabp was exchanged. There was no report of patient injury or consequence.